Event description:
Father reported that patient has experienced elevated blood glucose of 400 mg/dl over the past 3-4 days while using the infusion device. Normal blood glucose is 120 mg/dl, and patient felt faint and had a headache and sickness due to hyperglycemia. Ketones were measured at 3+++. Patient gave an insulin injection of 3 units and switched to the backup infusion device (while using the same infusion set) on the day of the report. Blood glucose then normalized. No alarms or errors were received on the infusion device. Father and mother reported the insulin delivery of the infusion device is inaccurate, and they do not believe the issue was caused by a consumable product. Patient did not change her habits during these days. Patient had changed the adapter, cartridge, and infusion set and delivered a correction bolus, but blood glucose did not decrease while using the primary infusion device. Infusion device was replaced and requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.